Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7345746. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00420 and 3008114965-2023-00421. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint device, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 7682990) was impeded and became prematurely deployed in the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. The patient was reported to be in stable condition. There was no report of any negative patient impact. On 27-jun-2023, additional information was received. The information indicated that the location of the target aneurysm is not known. Adequate continuous flush was maintained through the microcatheter. The stent / stent delivery system did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. It was not known if the replacement stent was another 4.5mm x 28mm no distal tip enterprise (enc452800) and if the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no report of any negative patient impact or any patient adverse event. The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00421. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 28-aug-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00420 and 3008114965-2023-00421. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No damages or anomalies were observed in the returned stent delivery system. The detached stent component was also returned. The stent component underwent microscopic inspection. No damages were observed (i.e., no kinks no bends, and no broken struts). Both distal ends can be noted to be completely flared. The delivery wire was also inspected under the microscope and no defects nor anomalies were observed, however, some debris and residues were noted at the tip. The introducer, retraction bump and marker distance were subjected to dimensional analysis, and all measurements were found to be within specification. The distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7345746. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported in the complaint regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing as the stent component must still be inside the introducer tube to perform the functional analysis. However, based on the detachment condition of the stent, the issue reported regarding a stent released during the retraction of the enterprise system was confirmed. Since the distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. The debris and residue found in the tip of the wire are a normal occurrence and to be expected after pre-op preparation and/or normal device usage. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00420 and 3008114965-2023-00421. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.